Event description:
It was reported that during a procedure, the device's staples did not form properly (open staples). They opened a new stapler and took a larger margin. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "frozen touchscreen" (no display or display failure). A customer reported when switching from phaco to vitrectomy mode, the touchscreen became unresponsive. The remote control was used to navigate instead and the case was completed. There was no pt injury reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.